Event description:
Appearance of vo/ suspected vascular occlusion on the right side [vascular occlusion]. Purple-ish bruising [injection site bruising]. Swelling in the area [injection site swelling]. The area was becoming painful [injection site pain]. Rha4 in chin [off label use]. Case narrative: united states report received from a health care professional via company representative on 21-nov-2024, refers to a 31-year-old, asian female patient, who had received rha 4 on (B)(6) 2024 for an unknown indication. The patient¿s past cosmetic history included restylane (hyaluronic acid) administered for an unknown indication at chin at unknown dose. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. 1 ml (1 syringe) of rha 4 was applied on chin via needle technique (30 g needle). It was not reported if cannula was used for the administration. Lot: (10)2409hlo (to be confirm), expiration date: 01-mar-2026. The patient had no complaints at the time of the treatment but the injector noticed some purple-ish bruising that seemed unusual to have appeared so quickly. On an unknown date in (B)(6) 2024, the patient experienced some swelling in the area and the area became painful at night. On (B)(6) 2024, upon follow up with the patient, the provider suspected vascular occlusion. In the the morning, the patient was seen in clinic and was treated with total of 16 vials of hylenex (hyaluronidase) given trough the morning around every 20 minutes. The left side of the chin was fine, while the suspected vascular occlusion was on the right side. At the time of report the provider stated that the patient's capillary refill was back to normal. The patient was started on aspirin (acetylsalicylic acid). At the time of report, the outcome of the event suspected vascular occlusion was considered as resolved on 20-nov-2024, and outcome of other events was unknown. The intensity of the events was not reported. The reporter did not provide a seriousness assessment. However, the company assessed the event of suspected vascular occlusion as serious (medically significant). The product was not available for return. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: device code: a2304, off-label use. No additional information was available at the time of this report. Company comment: a causal relationship between rha 4 and the reported vascular occlusion is assessed as possible. The event was medically confirmed. The exact latency was not reported. Limited information provided and off-label use precluding a comprehensive assessment, and receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.